Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover) involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found localized melting on the tip cover, which is indicative of arcing. The site did not return the mcs instrument that is believed to have been used in conjunction with the mcs tip cover.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the monopolar curved scissors (mcs) instrument tip cover accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed. The image shows the mcs tip cover accessory with obvious damage on the grey silicone area.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a hole on the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover). User noted no improper instrument usage with the mcs instrument. Troubleshooting was performed by replacing to the backup instrument. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.